Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and large ketones. Reportedly, the customer was sick with an unspecified illness and suspected illness to be a potential contributing factor to elevated bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and manual injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.